Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes capture anomalies, intermittent pacing at 43-44 ppm and the inability to interrogate.